Event description:
Yellow fluid was noted around the biopatch on the patient's chest port. Patient was receiving methotrexate. Blood return was okay. The line was deaccessed (huber needle removed). Patient's skin cleansed. Line reaccessed with new huber needle. Leak in needle.